Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous needle infiltration occurred during a routine hemodialysis treatment. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss was attributed to an infiltrated venous needle and not performing rinseback. The user's guide provides adequate instructions for performing rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.